Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: robotic sacrocolpopexy. Event description: I am a new account manager associate. My account manager and I recently received notification from an account that a piece of the seal within the seal housing of a trocar was dislodged off during the procedure. It was retrieved during the procedure. Staff stated that this trocar was used to pass suturing through. Patient status: no patient injury indicated.